Manufacturer narrative:
This report is submitted on march 21,2023.

Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) in order to replace the internal magnet. The implanted device remains.